Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00241. It was reported that the rotawire tip broke off and remained inside patient's body. The target lesion was located in an in-stent-restenosed circumflex artery. A rotawire and rotaburr were selected for treatment. The rotational speed was set at 160,000rpm. During ablation, the physician advanced the burr aggressively and consequently buckled the rotawire and broke the tip of the rotawire. The burr was not stuck in the lesion or the rotawire during the case; however, the tip of the rotawire remained inside the patient's vessel and was unretrievable. The physician could not pass additional devices across the lesion to perform stenting. As it had been decided prior to the procedure that a bypass would be performed if the lesion could not be crossed, no attempt was made to stent the wire to the vessel wall. The patient was sent for bypass and no further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted that the wire broken by bending and torsion overload near to the distal section at 327.5cm from the proximal section. The overall length could not be measured due to the device condition. The outer diameter of distal tip could not be measured as the distal section was not returned. All other outer diameters are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00241. It was reported that the rotawire tip broke off and remained inside patient's body. The target lesion was located in an in-stent-restenosed circumflex artery. A rotawire¿ and rotaburr were selected for treatment. The rotational speed was set at 160,000rpm. During ablation, the physician advanced the burr aggressively and consequently buckled the rotawire and broke the tip of the rotawire. The burr was not stuck in the lesion or the rotawire during the case; however, the tip of the rotawire remained inside the patient's vessel and was unretrievable. The physician could not pass additional devices across the lesion to perform stenting. As it had been decided prior to the procedure that a bypass would be performed if the lesion could not be crossed, no attempt was made to stent the wire to the vessel wall. The patient was sent for bypass and no further patient complications were reported.